Manufacturer narrative:
The device has not yet been returned for evaluation. Therefore, a failure analysis is not available and we are unable to determine if the device met its specifications. We are unable to determine the relationship between the device and the cause for this event.

Event description:
A renegade hi flo catheter was being used for a therapeutic angiography procedure. A leak was found at the hub during angiography. Another catheter was used instead.